Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer's blood glucose level was 63 mg/dl at the time of the incident. The customer¿s current blood glucose level was probably 150 to 180 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump was received with missing segments due to cracked zebra connector. Unable to perform operating currents, self-test and displacement test due to missing segment.